Event description:
Caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller by providing information for a pump reset and guided them through the process, leading to the successful start of their sensor session without any further error codes.